Event description:
It was reported that the device was used during a laparoscopic ovarian tumor resection, several clips were released at once. Used another clip applier to complete the case. No consequences to the patient.